Manufacturer narrative:
Concomitant product: 6725 adaptor, implanted: (B)(6) 2014; 429688 lead, implanted: (B)(6) 2014; addr01 ipg, implanted: (B)(6) 2007; imk49b52 lead, implanted: (B)(6) 1999; imx49jb45 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that within one day of implant, the lead dislodged to the rvot (right ventricular outflow tract), with loss of capture at maximum output noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.